Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage from wear and tear was not confirmed. There was no log file submitted for review. The hm2 system controller, serial (B)(4), was not returned for analysis. No images or additional documentations were provided. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller had wear and tear/ damage and needed to be exchanged. The exchange was performed on (B)(6) 2022. The exchanged controller was not returned for evaluation.